Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. Additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the device was jammed. After to separate the jaws the device stopped working. Another like device was used to complete the procedure. There were no adverse consequences for the patient.